Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 did not occur. A review of the event history log revealed system error 345 messages. The reported condition was verified. The cause of the condition was found to be attributable to ultrasonic sensor, after finding thermistors in specification with upper reading 75.2 and lower reading 72.4. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.